Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported kink and separation were confirmed. The reported difficulty advancing and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty advancing and removing the device from the guiding catheter is related to a potential product quality issue. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter include, but are not limited to, guiding catheter lumen obstructions, kinks, bends or procedural technique. In this case, a conclusive cause for the reported difficulties advancing and removing the device from the guiding catheter could not be determine. Furthermore, the reported kink and separation appear to be related to operational context as it is likely that since difficulty was encountered during advancement and removal of the device, the bdc was inadvertently mishandled and the shaft kinked and upon further manipulation it ultimately separated during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal branch of the left anterior descending (lad) artery. The 2.5x15mm trek balloon dilatation catheter (bdc) was attempted to be advanced for post dilatation; however, resistance was met with the guide liner and the shaft of the bdc kinked. During removal, the proximal shaft separated while still inside the guideliner. Therefore, the bdc and the guideliner was removed from the patient as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.